Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered; cause was unknown. Reportedly, the touch screen became unresponsive due to the shattered screen. Customer was unable to interact with the pump touch screen to enter a bolus due to the shattered touch screen. Customer's blood glucose was between 101- 170 mg/dl. Reportedly, customer continued to use current pump for insulin therapy and has a back-up pump available if needed.